Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported that the patient experienced mild hypoxemia. Device interrogation revealed a loss of capture and a failure to sense on the right ventricular (rv) lead. Diagnostic imaging was performed which revealed that the rv lead dislodged and perforated the myocardium and pleural parenchyma which resulted in a pericardial effusion, pleural effusion, and collapsed lung. A valvular regurgitation and respiratory failure were observed and treated by performing thoracentesis. The rv lead was then capped and replaced to resolve the event. The patient was also treated with medication, made a full recovery, and was stable. Additional details can be found in the literature article titled "reverse reel syndrome ¿ an unusual case of myocardial perforation and liquidopneumothorax caused by migrated ventricular pacemaker lead".

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.